Event description:
It was reported by customer that, "nurse states someone came out and placed a PICC in one of their patients. The x-ray shows the tip of the PICC is in the right atrium and not the svc. Nurse states they need someone to come back out to fix the PICC catheter. Explained bd is the manufacturer for the PICC catheter. Informed nurse we do not place the PICC catheters. Informed nurse she will need to find out what travel PICC nurse/clinician placed the catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation